Event description:
It was reported that the pump touch screen was cracked and unreadable resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer administered a correction injection to address bg. The customer reverted to an alternate method in insulin therapy.